Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic patient record and observed the device had powered off. Physio also observed that the connector on the 3rd party data modem cable is damaged, which if shorted, it could cause the reported issue. Physio recommended that the customer have their modem repaired. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report an intermittent, non-critical issue with their device related to the spo2 monitoring function and the device display went blank when in use with a patient. The device had to be reset and then it functioned normally. There were no reports of adverse effects as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.